Event description:
Information received indicates the bed functions won't go up/down with electrical or manual controls and all leds are lit.

Manufacturer narrative:
The technician found the f1 fuse was blown. The technician replaced the fuse to repair the bed.